Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and in intensive care unit due to diabetic ketoacidosis on march 12 about 1:00 pm with blood glucose was 500 mg/dl. The customer's blood glucose at the time of incident was 470 mg/dl. The customer treated their high blood glucose with insulin pen and insulin drip. The customer was wearing insulin pump during hospitalization. The insulin pump will be returned for analysis.